Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was moisture behind the display and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2017 with the following findings: a review of the pump black box data revealed multiple consecutive pump reboots occurred. During a visual inspection of the pump, the battery compartment and battery cap were found to be undamaged; the battery cap was able to tighten properly to the pump. The pump powered on with the returned battery cap and no reboots or power loss occurred. The pump was exercised for 24 hours with no power interruptions. There was moisture observed on the display screen inside the pump. A leak test was performed and revealed a case seal leak. Moisture corrosion was found inside the pump on the power printed circuit board and cgm module. The complaint of a power issue was no duplicated, however, moisture in the pump was confirmed during investigation.